Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown; medical device lot #: 8045764; medical device expiration date: 2023-02-28; device manufacture date: 2018-02-14; medical device lot #: 7207605; medical device expiration date: 2022-07-31; device manufacture date: 2017-07-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ ultra-fine iii had foreign matte in the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320108 batch no: unknown, 8045764, 7207605. It was reported during a conference call between bd and takeda that takeda is noticing increased foreign matter (coring) in the needle during release testing. Follow up email from takeda noted defects with the threading. Issues are being discovered during visual inspection at (B)(4). A follow up email will be sent to (B)(4) to obtain additional information and to receive samples for investigation."

Manufacturer narrative:
Investigation: three hubs cut in half from lot. No. 8045764 along with 3 hubs cut in half from lot. No. 7207605 were returned. Visual examination was carried out on the returned samples and no issues were observed with the hubs and no foreign matter was observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd pen needle¿ ultra-fine iii had foreign matte in the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320108 batch no: unknown, 8045764, 7207605. It was reported during a conference call between bd and takeda that takeda is noticing increased foreign matter (coring) in the needle during release testing. Follow up email from takeda noted defects with the threading. Issues are being discovered during visual inspection at takeda. A follow up email will be sent to takeda to obtain additional information and to receive samples for investigation."